Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 02-jan-2024 and forwarded to millyard advanced medical products, llc on 03-jan-2024. The clinician reported that the patient was admitted on (B)(6) 2023 for low oxygen saturation and pain. The patient told their prescriber's office that a pump failed and that batteries won't stay charged. The patient was placed on IV remodulin. The patient later received new pumps while in the hospital. The clinician reported that on (B)(6) 2024, the day the patient was discharged, a pump alarmed to change the cassette. When remodulin treatment was resumed on a new cassette, the patient experienced nausea, with dry heaving and headaches. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.